Event description:
A voluntary MDR/medwatch report was received on 09/06/2023. It was reported that signal loss over one hour occurred. Approximately on (B)(6) 2023, the patient experienced a signal loss for greater than 1 hour but less than 3 hours. The patient reported that the cgm (continuous glucose monitor) device was "losing the signal/connection" which caused the insulin pump to start malfunctioning. The patient made multiple attempts to correct the problem, but the system was not responding, and started to experience dehydration despite drinking more water, the unknown patient began to feel very weak, losing control over their body, and began to vomit and experienced diarrhea. Eventually the patient called the ambulance and was admitted to the hospitalized for a week due to diabetic ketoacidosis. During the admission, multiple tests were completed, but the patient was unable to report more details about this. Due diligences were not attempted as the reporter elected to not be identified. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5122881 diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.